Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedance measurements on the right ventricular (rv) lead. No adverse patient effects were reported. This pacemaker remains in service.